Manufacturer narrative:
This report is submitted on oct 21, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to poor device performance. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. Device analysis report is attached. This report is submitted on december 13, 2021.